Manufacturer narrative:
Concomitant medical products: 4076-52 lead, implanted: (B)(6) 2012; 4195-88 lead, implanted: (B)(6) 2013.

Event description:
It was reported that there was potential inappropriate therapy delivered from the cardiac resynchronization therapy defibrillator (crt-d) for suspected atrial fibrillation (af) with rapid ventricular response (rvr). Defibrillation therapy treated the atrial fibrillation (af). In addition, a high right atrial (ra) lead pacing threshold was observed. The crt-d and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.